Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The device history record review was requested but could not be performed as the records could not be identified. The device is approximately ten years old. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development evaluation was performed. As per received condition of device; the instrument was returned with the screw, connecting the trigger to the lower handle, broken. The broken screw was not returned. There were scratches throughout the instrument and hammer marks at the back of the handle all consistent with normal use. One transforaminal posterior lumbar interbody fusion (t-plif) implant holder (part# 389.910, lot# a7na49) was returned for complaint category ¿broken.¿ the implant holder is used to grasp the implant along the designated slots and introduce the spacer into the intervertebral disc space technique guide. Product drawings were reviewed during the investigation. The instrument is designed to hold the implant securely by squeezing the trigger and tightening the speed nut. Slight impaction may be used to help introduce the spacer to the intervertebral disc space however designated impactors (389.856, 389.831) and pushers (389.832) are used to fully seat the implant. The returned instrument was manufactured in 2004 and therefore was assembled with screws made to drawings. The t-plif implant holder is used to grasp the implant and introduce the spacer to the disc space. The holder is not subjected to large amounts of stress and therefore the dimensions and material are adequate for the intended use of this instrument. The complaint condition most likely resulted from repetitive hammering at the back of the handle producing surface flaws and stress concentrators in the screw, causing eventual fracture. During the limited release of a similar inserter (03.809.874), product development learned that the holders were sometimes being misused as impactors and so they re-designed the screws to prevent them from breaking under this condition. These new screws were implemented in the t-plif implant holder and have four times the strength of the old design. The design has been updated with stronger screws that will not break due to misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a transforaminal lumbar interbody fusion at l5-s1, the synthes implant holder broke when the non-synthes graft was being inserted. The pin at the pivot point of the handle that is squeezed broke. This caused two non-synthes grafts to break. A new graft inserter was provided, and the graft was placed with no further problem. No other adverse effects were noted on the patient by the surgeon. There was a twenty minute time extension in surgery. This is report 1 of 1 for (B)(4).